Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Per information provided material is not available. However, a photo provided was evaluated. An implanted lens can be observed in the photo, but due to glare and poor resolution of the photo the reported scratch on lens could not be identified. As there is no sample (e.g. The lens or the device) returned for further evaluation, the reported cosmetic issue cannot be verified. Product deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) has a characteristic scratch on the lens observed while implanted in the left eye at 3 o¿clock. No additional information was provided through follow-up, it was learned the scratches are outside the visual axis and minimal. There were no additional measures were taken such as an unplanned sutures, incision enlargement, or a vitrectomy. The patient was doing well. No additional information was provided to johnson & johnson surgical vision.